Event description:
The dealer called in on (B)(6) 2010 to report that the joystick on the end users quickie (B)(4)wheelchair caught fire when it was charging (possible electrical short). No injuries reported. No property damage reported. Fire was contained to joystick remote box on the wheelchair. The joystick was replaced under warranty.

Manufacturer narrative:
The joystick has not been returned to the MFR for eval and it is unk if or when the MFR may have an opportunity to evaluate the device. MFR does not have all of the details of the reportable event at this time to complete our investigation. If and when the MFR receives the device the MFR will need to verify if the connector port was damaged prior to the joystick shorting and igniting. If connector sockets are pushed inside of remote housing, electrical shorting may occur possibly causing a fire.